Event description:
During cardiac surgery, the cor-knot device failed to cut the suture. The surgeon was able to cut the suture with a scissors. There was no patient harm. There have been multiple instances of 5mm cor-knot devices having issues. Manufacturer response for liagature / surture instrument, cor-knot mis combo kit (per site reporter).